Event description:
It was reported that during use with bd vacutainer® serum / cat blood collection tubes the stopper "popped" off the tube and blood splatter occurred. Impact to patient and user/receptionist has not been reported. The following information was provided by the initial reporter, translated from french to english: we have just had a problem with a 6ml red tube when it was picked up at the common reception area. After unpacking the filled tube, it was placed on a rack. Then the tube's cap popped off under the "pressure" and the blood spilled onto the receptionist, the check-in table, the floor and up to the ceiling.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: material #: 367819. Lot/batch #: 2306754. Bd had not received samples or photos for evaluation. Therefore, 29 retention samples from bd inventory were evaluated by functional testing and the issue relating to stopper pop off was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode stopper pop off. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that during use with bd vacutainer® serum / cat blood collection tubes the stopper "popped" off the tube and blood splatter occurred. Impact to patient and user/receptionist has not been reported. The following information was provided by the initial reporter, translated from french to english: we have just had a problem with a 6ml red tube when it was picked up at the common reception area. After unpacking the filled tube, it was placed on a rack. Then the tube's cap popped off under the "pressure" and the blood spilled onto the receptionist, the check-in table, the floor and up to the ceiling.